Event description:
It was reported that the user experienced a low blood glucose of 68 mg/dl with sweating and had recent highs up to 254 mg/dl after inconsistent meal announcements while using the ilet, with oral glucose used to treat lows and discussion of a factory reset due to frequent ¿less than/more than¿ entries at meals. Symptoms included hypoglycemia with sweating. Outcomes included troubleshooting and user education without hospitalization. Investigation included review of the user¿s report and a blood glucose questionnaire, assessment of meal announcement practices, and recommendation for a factory reset. Investigation of this case revealed variable carbohydrate intake and inconsistent meal announcements that were associated with both hypoglycemia and hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-related use pattern factors could not be ruled out. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.